Manufacturer narrative:
No product has been returned for evaluation nor were x-rays provided to confirm the alleged event. As per reporter fusion was evident at l4-l5 levels no trauma or patient falls were reported. Labeling review: potential adverse events and complications. "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Patient education: "...the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings: "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." Product pending return.

Event description:
On (B)(6) 2017 patient underwent a transforaminal lumbar interbody fusion procedure on l3-5 levels. During a post-operative doctor visit patient expressed having new neurological symptoms. An MRI was ordered and showed a fractured screw shaft at the right side of the l5 level. Patient underwent a revision procedure where the fractured screw head and l3 level screws were removed, construct was also extended.